Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower new hospital admissions were not generating patient profiles in pyxis, preventing nurses from pulling medications. The issue was first noted on the ld station but was affecting multiple stations across the hospital. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device patient profiles were not generating. A technical support specialist (tss) was informed by the customer that the patient was not populating at the station. The tss found that the patient had been admitted after some delay. The tss stated that the patient was likely admitted incorrectly or readmitted after an error and confirmed with the customer that no other issues were reported. The system functioned as intended after the technical support specialist assessed the device.